Event description:
This was a prophylactic removal of a recalled 1591 riata dual coil ICD lead - rv during device change out. The patient had a total of 2 leads a rv riata and an unknown model # pacing lead that was not planned to be extracted. Large bore venous sheath placed. Patient was not pacemaker dependent and did not requiring temporary pacing. Radial arterial line placed 106/70. Tee placed presenting a four chamber view with no effusion noted. Cardiac silhouette and lung fields appeared normal. Cardiac bypass prepped before procedure and cvs present. A left deltopectoral incision was made to remove the device and maintain coaxial alignment for lead extraction. The 1591 riata was prepped for lead extraction. Active fixation helix was unable to be retracted in the usual fashion. The 1591 riata was then cut and insulation removed to expose high voltage cables and cathode. An lld-ez was placed in the 1591 riata lead and the outer insulation controlled by a suture ligature. The lld-ez was only able to access the inner lumen to the proximal end of the distal coil. The high voltage cables were tied together and a suture ligature was place between the cables for added traction. A 14fr glidelight was then calibrated and a medium 43cm visisheath was placed over the glidelight. The md lased into the axillary vein without difficulty and continued to the innominate vein. At this time proper bevel position was determined and traction platform re-established. Lasing progressed to the innominate/svc junction without difficulty only stopping to re-establish bevel position and traction platform. Lasing continued to the distal end of the proximal coil where binding seemed to end. The md was able to maneuver the laser sheath to the next binding site which was in the atrium. This binding site was lead on lead with the atrial lead. Once the leads were able to be separated a soft c was created with traction to continue the procedure. At this time, the distal portion of the lead had moved from its original position at the apex of the rv to the tricuspid valve. The md then lased until approximately 4 cm from the tip before the lead was released. Bp 100/65 and tee viewed showing no effusion. A 0.35 j wire was placed into the ventricle and a long hemostasis sheath placed into the atrium for re-implant. It was at this time that the bp began to decrease to 80's systolic. Tee appeared normal. At 1500, the cardiac silhouette was checked and appeared normal. At this time, the standby cvs scrubbed in and blood products were called for. At 1508, the bp continued to decrease to 66 systolic but was maintained with pressors and fluid. Tee showed a small right lateral effusion. At 1410, the cvs decided to perform a subxiphoid window to alleviate the pericardial tamponade. At 1415, it was decided to perform a median sternotomy as the patient continued to decompensate. The cvs quickly determined the injury site which was located at the ivc/atrial junction. The injury was a small tear approximately less than a half inch in length. The patient was placed on bypass for surgical repair. The injury was repaired with a patch, patient stabilized and weaned off bypass. The patient was transferred to the ICU for recovery. The md did not attribute the injury to spnc devices but rather to the embedment of the riata into the patient's vasculature.

Manufacturer narrative:
Device disposed of after use.